Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the current implant was programmed and they raised the stimulation intensity from "175" to 6. The patient noted that the stimulation was bearable but not uncomfortable. The patient stated that he thought he would give it a few more days but this morning when he went to check his settings he noticed the stimulation intensity was back to 175, where he started at a week ago. The patient reported that it wouldn't let him increase stimulation after pressing the increasing stimulation button on the patient programmer (pp) because it gave him an icon. The patient wanted to get assistance with turning the stimulation up. Troubleshooting attempts were made and the pp synced with the ins but the implant was turned off. The patient mentioned that he may have accidentally pressed the turn implant off button on the pp. The patient turned the implant back on and increased stimulation first to 180 then down to 175. The patient stated that "boy he could feel it" in regards to the stimulation and it was not as bad. The patient confirmed that stimulation was comfortable. Troubleshooting resolved the issue. There were no further symptoms or complications reported or anticipated.